Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a cracked battery compartment. Additionally, evidence of contamination was found under all key contacts. The contrast key contact was difficult to press which has no effect on insulin delivery. (B)(6).